Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on the (B)(6). Customer¿s blood glucose value was unknown. The customer was put on injections and intravenous fluids in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer was in dialysis and did not have pump. The insulin pump will not be returned for analysis.